Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that the electrode was explanted due to infection however this s-ICD remains in service at this time. The field representative noted the new electrode will be placed at a later date in the future if the infection clears. Additional information was received indicating the s-ICD system had a high impedance alert. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that the electrode was explanted due to infection however this s-ICD remains in service at this time. The field representative noted the new electrode will be placed at a later date in the future if the infection clears. Additional information was received indicating the s-ICD system had a high impedance alert. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to infection. The newly placed electrode was also explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that the electrode was explanted due to infection however this s-ICD remains in service at this time. The field representative noted the new electrode will be placed at a later date in the future if the infection clears.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that the electrode was explanted due to infection however this s-ICD remains in service at this time. The field representative noted the new electrode will be placed at a later date in the future if the infection clears. Additional information was received indicating the s-ICD system had a high impedance alert. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to infection. The newly placed electrode was also explanted due to infection. No additional adverse patient effects were reported.